Event description:
It was reported that the stent came off the delivery system during an attempt to position the device in the left circumflex artery. The stent was retrieved with a snare. No pt injury was reported.